Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot) corrected: d1, d4 (catalog, exp date), h4 d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Was the surgery completed successfully? (Yes or no): yes. B. Was there any specific allegation against the screw and blade? No. C. Was there a surgical delay in relation to the reported event? No. D. Was there any allegations against the provided product related to this pc, if yes kindly confirm: product code: 04.037.261, lot: 5526p57; product code:04.038.415, lot: 2454p06; product code: 04.045.042, lot: 6134p90; product code: 04.045.046, lot: 835p977. Yes, nail removal, hip tep, cerclages. E. Was other medical intervention required? If yes, please specify details. Pseudarthrosis, long-stretching fracture, mibi inconspicuous. F. Please specify if there were other clinical findings: (e.g. Non-union, infection, allergic reaction, broken devices, etc.) Were laboratory tests taken due to the clinical findings? If yes, please provide. Renewed implant failure in pseudarthrosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d6b and h4. Corrected: h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø12 le 130° l400 timo15 was observed broken across the oblique proximal locking hole. Both fragmenents were received. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the tfna fem nail ø12 le 130° l400 timo15 was not performed due to post manufcturing damage. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l235 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument, manufacturing date: 14-apr-2023, expiration date: 01-apr-2033, part number: 04.037.261s, 12mm/130 deg ti cann tfna 400mm/left- sterile, lot number: 5526p57 (sterile), lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 5526p57. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implant (synthes tfna 10/235mm left 130°, 105 blade, 42mm pin) fractured postoperatively. It was used to treat pertrochanteric femoral fracture . Now me with revision for hip tep. It broke in the blade hole. The implant was inserted on (B)(6) 2024 after implant fracture of another tfna. This report is related to complaint (B)(4) which captures previous tfna implant fracture.